Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and a sample was not provided for further evaluation. No medical records have been provided to date. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided alleges adhesions; adhesions are a known risk of surgery and listed in the instructions-for-use as a possible complication. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard davol sepramesh ip used to treat the patient. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2012 - the patient underwent repair of a ventral hernia a bard/davol sepramesh ip, was implanted in the patient during this repair. On (B)(6) 2016 - the patient underwent surgery to remove the failed sepramesh ip. Upon visualizing the mesh, the surgeon noted "entangled with the mesh are loops of small bowel...adhesions were dense, extensive and very concrete." As alleged, the patient "continues to experience complications" related to the sepramesh ip and, "will likely require additional surgeries to repair the damage" from the sepramesh ip. As reported, the patients attorney states that the patient "has been injured and sustained past and future severe pain, suffering, disability and impairment."

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and a sample was not provided for further evaluation. No medical records have been provided to date. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided alleges adhesions; adhesions are a known risk of surgery and listed in the instructions-for-use as a possible complication. Based on the limited information provided, no conclusions can be made between the reported post-operative complications and the bard davol sepramesh ip used to treat the patient. Addendum: this is an addendum to the initial emdr submitted (MDR_number: 1213643-2018-01780). It was identified that the emdr is a duplicate of a previously reported event (MDR_number: 1213643-2018-01273). As such, this supplemental emdr is submitted to report the information. Note, the date of manufacturing (15-dec-2011) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012 - the patient underwent repair of a ventral hernia a bard/davol sepramesh ip, was implanted in the patient during this repair. (B)(6) 2016 - the patient underwent surgery to remove the failed sepramesh ip. Upon visualizing the mesh, the surgeon noted "entangled with the mesh are loops of small bowel...adhesions were dense, extensive and very concrete." As alleged, the patient "continues to experience complications" related to the sepramesh ip and, "will likely require additional surgeries to repair the damage" from the sepramesh ip. As reported, the patients attorney states that the patient "has been injured and sustained past and future severe pain, suffering, disability and impairment." Addendum per additional information provided: (B)(6) 2012 - patient was diagnosed with ventral hernia thereby underwent repair with the implant of sepramesh ip (device #1). (No operative notes were provided). (B)(6) 2013 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with implant of ventralex mesh (device #2). Per operative notes, ¿the anterior wall was cleared of adhesions. The hernia sac was excised. Then a ventralex mesh (device #2) was placed flat and up against the abdominal wall using sutures and staples.¿ (note: there was no visualization/mention of sepramesh ip (device #1)). (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia and adhesions thereby underwent repair with removal of sepramesh ip (device #1) and ventralex mesh (device #2) and implant of bard flat mesh (device #3). (No operative notes were provided). (B)(6) 2018 - patient was diagnosed with symptomatic ventral hernia with incarceration and bowel obstruction thereby underwent open repair with implant of polypropylene mesh. Per operative notes, ¿hernia defect identified at the umbilicus and loop of bowel remaining incarcerated. Bowel loop was dissected free from peritoneum. Serosal tears were closed. A polypropylene patch was fashioned to size and placed over the defect and secured with sutures.¿ (there was no visualization/mention of bard flat mesh (device #3)). Attorney alleged that the patient had adhesions, bowel/intestinal obstruction, hernia recurrence, mesh migration, mesh shrinkage, pain & suffering.